Manufacturer narrative:
It has been indicated that the device from the reported event will be returned for evaluation, however, it has not yet been received. Upon completion of the investigation a supplemental medwatch will be submitted. (B)(4). ** the initial MDR for this complaint record was originally submitted on (B)(6) 2016 via usps. Due to e-submitting requirements, it was not accepted. Per request, this initial MDR report is being submitted via the esubmitter program. The original MDR has been attached for reference.

Event description:
As reported by angiodynamics' distributor in (B)(6), PICC placed on (B)(6)2015 was removed and replaced due to leakage at the luer hub. The hub was determined to be cracked. A luer slip syringe had been used for maintenance. Ice medical tpn needleless connector was used at the outset. The lumen was used for pn. No patient complications were reported for this event.